Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states the arms are loose and they cannot get them to tighten up. Customer was afraid her husband would fall out of the chair. When you change from the rabbit to the turtle sometimes it will not take the command right away. Chair will not always go in reverse and you have to go in a circle to go back. There are times that when you let go of the joystick the chair will not stop and the customer ran into a parked car in the parking lot once. Chair pulls to the left really bad.